Event description:
Customer reported that the device maximum energy output was approximately 50 joules. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance to repair the device. Follow up with the reporter found that the customer determined the device could not be repaired. Hence, it has been retired and removed from service. The cause of the reported device failure could not be determined.